Event description:
Related manufacturer report numbers 3006705815-2022-14767, 3006705815-2022-18040. It was reported that during an ipg replacement due to inoperable ipg on (B)(6) 2022, it was found that the leads had high impedances, causing the patient ineffective therapy. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2023 wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.